Event description:
This is a report received by a baxter employee (sales representative) from (B)(6) of a patient with peritonitis received during a conversation about his homechoice (hc) machine which he was using for automated peritoneal dialysis treatment. On (B)(6) 2011, the patient reported that ''there were insects in his house, and then the insects wrapped his homechoice machine also.'' During the conversation, the patient stated he had peritonitis. Other products involved are unknown. On (B)(6) 2011, the baxter representative received additional information while talking with the patient's mother and his nurse. The mother and the nurse both reported that in this case no drugs or any other disposables were involved. The nurse stated that the peritonitis occurred because the patient did not care about the hygiene rules, and the peritonitis was not related to either the solutions, sets used or the hc machine.

Manufacturer narrative:
(B)(4). The patient was being treated with unspecified dianeal solution for peritoneal dialysis (pd) coincident with the peritonitis event (doses and frequencies not reported). The patient was not hospitalized, but was treated as an outpatient with seftazitim, 500 mg tablet, vancomycin, 30 mg, and seftazitim, 250mg (dates, and frequencies not reported). After antibiotic treatment the patient recovered, however, it was reported that on an unspecified date (reported as a few days ago) the patient had a relapse of the peritonitis. The patient is being treated with the same drugs. Past medical history is unknown. It was reported that as a result of investigation by doctors and nurses at the hospital, the root cause of the peritonitis was determined as the patient not following hygiene rules.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4).

Manufacturer narrative:
(B)(4). This complaint is for a report of a peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique (patient did not care about the hygiene rules) by patient, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. Per the label review: the instructions listed in the patient at home guide for the homechoice device state that patients should use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. It states that users should follow aseptic technique taught by their dialysis centre when handling lines and solution bags to reduce the possibility of infection. The chapter in the guide on starting your therapy includes multiple warnings for patients to wash and dry (or disinfect) their hands thoroughly.